Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a no disposable- pump won't run alarm. The reservoir volume was 14.6, the rate was 1, and 81.45 was given. There was air noted and there was no patient, or clinician injury associated with this occurrence.